Manufacturer narrative:
This report was assessed and determined to be a MDR report based on our MDR reporting criteria. The information provided with the report to date suggests physical damage. The investigation will be carried out to determine the cause of the issue. An examination of the opened device cannot be carried out as the used item(s) was not returned to neomedical. However, the unused samples will be examined as part of the examination.

Event description:
Based on the report information, submitted to neomedical on (B)(6) 2010, the customer stated that in preparing to insert a PICC line there was no hole in the dilator. The customer discarded the sample but returned three unused trays with the same product number and lot number. No other information has been made available. (B)(4).